Manufacturer narrative:
The device has not been returned for analysis. The event could not be confirmed and an event cause could not be conclusively determined from the reported information. Note: section d. Suspect medical device brand name = pipeline flex with shield technology model # = ped2-350-16 a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex with shield did not open during a procedure. The patient was undergoing treatment for an aneurysm in the right posterior communicating (pcom) artery. The vessel was moderately t ortuous. The devices were prepared as indicated in the IFU. It was reported that the pipeline flex with shield became "twisted" once it was deployed. In addition, the device was "stiff" to deploy. The pipeline and microcatheter were removed from the patient together. A new pipeline flex and was used afterward to complete the procedure. There were no reports of patient injury. The patient is in good condition.

Manufacturer narrative:
Device evaluation the pipeline flex with shield was returned for evaluation with the catheter. As received, the pipeline flex delivery system was inside the catheter. For further examination, the pipeline flex delivery system was pushed out of the catheter with difficulty. The tip coil appeared to be stretched. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pushwire was found to be bent at a section near the proximal end. The distal and proximal ends of the braid were found fully open with moderate fraying. Based on the analysis findings and the reported event details, the reports of pipeline flex with shield failure to open could not be confirmed; the received braid was found fully open. The damage to both ends of the braid may be the result of the physician re-sheathing the device more than the recommended two times. Additionally, the damages observed on the catheter body suggest that excessive force used. Per our instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ all products are 100% inspected for damage and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: after the pipeline flex was twisted on deployment, the device was resheathed and re-deployed three times as well as wagged. These maneuvers were not successful in untwisting the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.